Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated with implant of an afx2 bifurcated stent graft, an afx vela suprarenal, and an afx vela infrarenal on (B)(6) 2025. On (B)(6) 2025, during a routine follow up, the patient presented with a twisted graft and a kinked left limb. On (B)(6) 2025 intervention occurred with implantation of an ovation ix. The final patient status is reported as doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the buckled material complaint is unconfirmed. The additional endovascular procedure complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The patient has a history of peripheral arterial disease with bilateral common iliac artery atherosclerosis, but it is unclear whether this anatomy related condition contributed to the reported event. The clinical assessment determined that there was evidence to reasonably suggest stenosis of the aortic bifurcation at the ostium of the left iliac limb occurred that was not included in the event as reported. The exact cause of the stenosis is unclear. The stenosis was discovered during review of operative report dated 24 september 2025. Device, user procedure or anatomy relatedness of complaint could not be determined. No procedure related harms were identified. The final patient status was reported as doing well post intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. B7: other relevant history has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.